Event description:
It was reported that the hybrid co2 tubing/cap sets for olympus® scopes & ucr leaked from the distal tip of the irrigation line and out the end of scopes even though the involved irrigation pump was not activated. No patient injuries were reported. Note: erbe port connectors for olympus® scopes (part number 20325-211) were requested and provided/sent.

Manufacturer narrative:
Sets are not being returned for an evaluation. Nevertheless, we received similar reports of sets leaking at the distal end of scopes. At this time, two (2) primary causes of the issue have been determined: off-label use in that erbe medical llc sets are being used with other manufacturers port connectors (note: per the notes on use for the set's, only erbe accessories (i.e., erbe port connectors), etc. Are to be used with erbe tubing/cap sets. A change had been made to the set's connector. Currently sets are now being produced with the previous connector to minimize/eliminate leaking. Other contributing causes of leaking at the end of scopes are also being investigated. If any other prominent causes are determined and/or remedies are implemented to resolve leaking, a follow-up MDR will be filed.